Event description:
Reported alleged the customer obtained a result of 118 mg/dl on the compact system but then could not test for the rest of the day due to an error on the device. Reporter stated that at 7 pm, the customer took her normal 5 units of humalog and then began experiencing hypoglycemic symptoms 90 minutes later. Reporter alleged that they attempted to test the customer on her system and they couldn't obtain a result due to the error. He stated that he tried to treat the customer with sugar water but she couldn't drink it, so he took her to the hospital. He reported that at the hospital, a 24 mg/dl result was obtained on a professional meter, they treated her with an IV and released her 90 minutes later. No other action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.